Manufacturer narrative:
Clarification to h.1. Type of reportable event: the event of capsular contracture baker grade ii does not cause a serious injury.

Event description:
Previous medwatch submission noted capsular contracture, baker grade unknown. Healthcare professional later reported baker grade ii. The event of capsular contracture baker grade ii is a non serious, severity 2 event and is not reportable. This complaint will be un-reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.